Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had the under delivery of the insulin and the customer was alleging the insulin pump for under delivery of the insulin. Customer¿s blood glucose level was unknown at the time of the incident and the current blood glucose value of the customer was 187 mg/dl. The customer was treated with the insulin pump. The customer was assisted with the troubleshooting. The customer was alleging the insulin pump for under delivery because the insulin pump was not giving enough insulin to the customer. The insulin pump will not be returned for the analysis.